Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during catheter placement, nurses discovered three instances where the outer packaging of the catheters had melted and deformed. Use of these catheters posed a risk, so new ones were unpacked and used for placement. This report addressed all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of deformed packaging was confirmed, but the root cause could not be determined. Two photographs of a powerpicc catheter kit were returned for evaluation. The features of the tray seemed consistent between the two photographs, indicating that the photographs were likely of the same kit tray. There were three occurrences reported for this issue. However, it appears only one tray was shown in the returned photographs. Inspection of the photographs found the the kit tray was heavily deformed such that portions of the tray, such as where the wings of the catheter are held, were almost flat. Potential causes of failure include heat damage during transportation or storage of the kit. It could not be determined when the damage occurred to the packaging of this kit. This complaint will be recorded for future trending and monitoring purposes.